Event description:
The handpiece was being used with a disposable and emitted a solid tone during use in a laparopsopic sacral tumor excision. The doctor replaced the handpiece and continued the case. There was no pt consequence.